Manufacturer narrative:
Implant date, corrected data: previously submitted MDR inadvertently did not include this information.

Event description:
It was reported that the patient has been diagnosed with vocal cord paralysis and was referred to an ent. The physician reported that patient experienced voice alteration two days following surgery. X-rays were performed and showed slight asymmetry. The patient was noted to have normal swallowing function. The patient was referred to the ent. The patient was seen the same day by the ent. A scope was performed which found left vocal cord paralysis which was associated with vns surgery. It was also reported that the patient was diagnosed with temporary palsy of the vagal nerve resulting in dysphonia. It was reported that both diagnoses are believed to be associated with vns implant surgery. The patient was prescribed steroids and was given a good prognosis for recovery. The device was not programmed on. The physician plans to wait until the patient¿s voice recovers. The x-ray report noted that asymmetry and noted the possibility of vocal cord paralysis on the left.

Manufacturer narrative:
The initial manufacturer report inadvertently did not include the outcomes attributed to the adverse event.

Manufacturer narrative:
.